Manufacturer narrative:
The defect cap has been replaced. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Oe-a63 for ed34-i10t2 blocked the inserted instruments by the elevator. Oe-a63 has been replaced and disposed. There was no problem with the new dec. This event occurred at the time of unknown. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.